Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400's mg/dl and 100's mg/dl, and 350 mg/dl and 150- 160 mg/dl. These comparisons were on separate days. No death or serious injury reported. Requested return of suspect device and replacement was sent. No strips are available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.